Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd894006 and gd894162 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Event description:
This is report 3 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced the onset of peritonitis and was admitted into the hospital on the same day. The treatment was unknown. The patient was discharged from the hospital. The cause of the peritonitis was unknown. The patient was retrained on the proper peritoneal dialysis technique. The patient was recovering from this event and dianeal therapy was on-going.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). Should additional information become available, a follow-up report will be submitted.